Manufacturer narrative:
Event date corrected from (B)(6) 2011 to (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, the patient was seen in the office for evaluation of recurrent chest pain since the index procedure. Coronary angiography revealed diffuse 50-60% in-stent restenosis of the previously deployed study stents in the ostial to mid rca. The proximal and mid rca were treated with placement of two overlapping 3.5x28mm and 4.0x12mm non-bsc drug eluting stents with 0% residual stenosis. The event was considered resolved without residual effects. Aspirin and prasugrel were continued.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. Same case as 2134265-2011-02984. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was located in the proximal right coronary artery with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion by implanting two taxus liberte (3.5 x 28 mm and 4.0 x 8 mm) stents in an overlapping fashion. Following post dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. At 294 days post index procedure the patient experienced angina and was hospitalized. Patient underwent pci which revealed a 50% stenosis with timi 3 flow in the mid rca and a 60% stenosis with timi 3 flow in the proximal rca. The patient was treated with balloon angioplasty and placement of 2 overlapping non bsc drug eluting stents. Post treatment diameter stenosis was 0% with timi 3 flow. The subject was discharged later that day.

Event description:
(B)(4). Same case as 2134265-2011-02984 it was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was located in the proximal right coronary artery with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion by implanting two taxus liberte (3.5 x 28 mm and 4.0 x 8 mm) stents in an overlapping fashion. Following post dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. A 294 days post index procedure the patient experienced angina and was hospitalized. Patient underwent pci which revealed a 50% stenosis with timi 3 flow in the mid rca and a 60% stenosis with timi 3 flow in the proximal rca. The patient was treated with balloon angioplasty and placement of 2 overlapping non bsc drug eluting stents. Post treatment diameter stenosis was 0% with timi 3 flow. The subject was discharged later that day.